Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer had not popped out. A field service engineer remotely assisted the customer in clearing the med jam which did not resolve the issue. Upon arrival, the field service engineer found that the drawer 1.8 was rubbing on the right fascia plate, it was far from the right mini drawer on second row, adjusted the face plate and tested in the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the mini drawer was not popped out. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.